Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the forward body frame fluid damage, the light guide fiber bundle (lcb) fluid damage, the forward body frame corroded, and the operation channel leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.